Event description:
The customer stated that the central monitoring system (cns) application was flickering. They rebooted the system, and it has been stable for a while. The cns also rebooted on itself, but the bme stated that there have been no issues since. Ref MFR report #:8030229-2015-00024.